Event description:
The patient was admitted for a procedure in 2008 with a totally occluded, moderately calcified, de novo lesion in the proximal to distal right coronary artery (rca). It was noted that the vessel was moderately tortuous. A guiding catheter was engaged to the target vessel and a guidewire crossed the lesion. The lesion was pre-dilated, then a 3.0 x 33mm cypher stent was being delivered to the lesion. However, discomfort was felt soon after the cypher came out of the catheter. The sense of resistance increased prior to crossing the lesion. Therefore, the physician removed the cypher, keeping the catheter engaged, and confirmed that the distal edge of the stent was flared. Another cypher was delivered and implanted at the target lesion. The procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.